Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report from the (B)(6) of sterile peritonitis in a patient coincident with dianeal pd4 unknown therapies intraperitoneally as automated peritoneal dialysis (apd). In (B)(6) 2012, dianeal therapy was temporarily discontinued. On (B)(6) 2012, the patient experienced sterile peritonitis and was hospitalized on the same date. On (B)(6) 2012, the patient began unspecified antibiotics (dose and frequency not reported) to treat the peritonitis. On an unreported date in (B)(6) 2012, the patient was temporarily switched to continuous ambulatory peritoneal dialysis (capd) using physioneal 40 and extraneal. On (B)(6) 2012, the patient was discharged from the hospital. Treatment with the unspecified antibiotics was ongoing. The peritonitis was recovered on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.